Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer ¿pressed the wake button multiple times before pump turns on¿. Additionally, it was reported that the pump touch screen was delayed in responding to touch. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.